Manufacturer narrative:
One device was received for evaluation. Customer reported that the cassette was not properly attached during the pre-test. Reported problem confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. The probable cause of the reported problem: contamination/dirt found at dso sensor area and around the latch/lock area. Replaced dso sensor. All functional test of the device passed after repaired.

Event description:
It was reported that the cassette was not properly attached during the pre-test.